Event description:
The following info was reported to the FDA and forwarded to guidant: it was reported that after implantation of the graft, a fem-fem bypass was done and stents were inserted to resolve a limb occlusion. Subsequently, the pt was readmitted due to further limb occlusion resulting in surgical removal of the graft and repair of the aneurysm. The explanted graft was not returned to guidant, and add'l info was not provided.